Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Patient status post anterior and posterior fusion with prodisc-c's at levels c6-7 and c7 to t1: surgeon removed the two prodisc-c implants along with an anterior cervical plate. Surgeon extended the three level fusion above the removal to a five level fusion. Additional information has been requested from the surgeon. This is one of two reports for this event.